Manufacturer narrative:
Other relevant device(s) are: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2008, product type: catheter; ubd: 15-apr-2010, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving an unknown dose and concentration of fentanyl, along with two other unknown drugs, via an implantable pump. It was reported the patient came into their healthcare provider's office due to the fact the pump had been alarming. The logs showed multiple motor stalls and recoveries. The event date was provided as (B)(6) 2020. The patient denied having any electromagnetic interference (emi) exposure or magnetic interaction. The pump was programmed to minimum rate mode and would be replaced in the future. Pump return for analysis was reviewed. No symptoms were reported. It was later reported that due to the motor stall the hcp decided to do a cap (catheter access port) study to evaluate the catheter. The hcp was able to aspirate from the cap but when he injected the dye they could not visualize this with x-ray. It was reported the patient would be having a catheter revision and pump replacement at a future date.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). It was reported a specific issue was not identified with the catheter. The rep and doctor could visually see the catheter but they could not visually see dye exiting the tip of the catheter. The rep and doctor could not see any leaks throughout the catheter under fluoroscopy. The cause of the motor stalls was not determined. The physician wanted the pump reduced to minimum rate to prevent any more stalls and/or withdrawals for the patient. The physician planned to treat the pain with oral medications and injections. If the physician could not adequately treat the patient's pain with those regiments then they planned to replace the pump and catheter. It was confirmed the information provided had been confirmed with the physician/account.